Event description:
Bilateral distraction lenghtening of the ascending ramus mandidular body.placed right side.when tighting activation wire it broke.placed left side removed broken activation wire & replaced with new wire on right.when tighting this also broke.removed entire product.closed & fixed with plates.pt will have to undergo another surgery if they still want to do distraction.pt currently in good health.